Manufacturer narrative:
Returned device was received with the plunger head was full of contamination. Evidence of reported problem in event log was found. During the evaluation of the device it was found that the customer pinched and damaged the force sensor cable during the reassembly of the plunger head causing the force sensor to fall out of calibration. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical pump had force sensor test error. No patient involved. This happened while testing.